Event description:
It was reported that patient underwent a spinal procedure. It was reported that the tip of the pituitary cracked while being used in the patient. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The micropituitary shaft tip is broken off at the center of the jaw pivot pin forward. The broken off portions of the shaft is missing and not returned for analysis. Optical examination reveals a fairly brittle fracture surface, with no indication of fatigue.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.